Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. The lever had suffered notable wear and consequently, the angulation knob could not be locked securely. Additionally, as noted , the distal end adhesive was found peeling and forming a gap. Due to that gap, the connection between the bending section and the connecting tube was compromised. The cover and adhesive had discoloration present. The connector had corrosion on it. The connecting tube was ¿sticky¿. Due to wear on the angle wire, the control knob was out of specification. Due to corrosion on the ultrasonic connector, it could not be attached securely. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer returned his olympus evis exera ii ultrasound gastrovideoscope due to an angulation issue. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event. During the device evaluation, it was discovered that the adhesive on the distal end was peeling and forming a gap. This report is being submitted to capture the peeling adhesive found during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, the cause of the adhesive on the distal end peeling and forming a gap likely occurred due to user's handling methods of the device. However, the specific root cause could not be determined at this time. The following information is stated in the instructions for use (IFU) which may have prevented the event: "do not attempt to bend the endoscope¿s insertion section with excessive force. Otherwise, the insertion section may be damaged. Do not apply shock to the distal end of the insertion section, particularly the ultrasound transducer and the objective lens surface at the distal end. Visual abnormalities may result." Olympus will continue to monitor field performance for this device.